Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the spo2 board and tested the unit to factory specifications.